Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's by the customer's health care professional that the insulin pump programmed and delivered 3 boluses within 30 minutes for a total of 18 units. The customer¿s blood glucose level was unknown at the time of the incident. The caller stated the customer may have been sleeping on top of the pump. Troubleshooting was not completed. The insulin pump will be returned for analysis.